Manufacturer narrative:
(B)(4). Customer returned wrong meter - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer initially called in regards to an e-5 error appearing several times when applying blood sample to the strip. Customer was not experiencing any symptoms of high glucose. Customer stated her glucose levels are never lower than 100's or exceed 200's. Customers expected blood glucose range is between 100-130mg/dl fasting. During the call, a back to back blood test was performed by the customer fasting and produced test results of 84 and 65 mg/dl. (Customer always wipes first drop and test with second drop). Customers concern of low blood results. Customer stated she always performs her test in the morning fasting. The product is stored according to specification. The test strip lot manufacturer's expiration date is 1/22/2019 and open vial date is (B)(6) 2016. Date and time when viewing meter's memory was not set correctly. The meter memory was reviewed for previous test result history: (B)(6).